Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: stapler got stuck in the colon. The anvil didn't tilt. One of the rings was not complete and the surgeon was unsure about the anastomosis so they did an ileostomy.